Event description:
It was reported that during iabp therapy, the pump began to have a burning smell and was smoking. The console was exchanged. There were no associated pt complications. The arrow field service evaluated the console. The cpu board was determined to be the soure of difficulty and was exchanged. The time meteer was also noted as not working. A broken wire was replaced at the power supply. The console was functionally tested and returned to service.